Event description:
During a procedure two screws did not lock to the plate. The surgeon was using a funnel shaped drill sleeve and on one hole a 15-degree angulation is needed to avoid going into the joint. During screw insertion the torque limited did not click and it was noted the thread of the screw was damaged. The plate was left in the patient even though two (2) of the screw holes have damaged threads and the screws would not lock with the possibility of the screws backing out. This report is #3 of 4 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested.

Manufacturer narrative:
The device history record was reviewed with no complaint related anomalies noted.